Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer resumed insulin delivery without changing pump supplies to clear occlusion alarm. There was no reported adverse impact to customer's blood glucose.